Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on other platforms (abbot antigen rt, genefinder, sequencing). Run analysis of the simplexa results are as follows: on (B)(6) 2021 @ 1347. Sample ID (B)(6): s gene (30.8) orf1ab (31.4.) Sample ID (B)(6): orf1ab (37.0). On (B)(6) 2021 @ 1549. Sample ID (B)(6): s gene (33.0) orf1ab (35.2); sample ID (B)(6): s gene (30.2) orf1ab (31.2); sample ID (B)(6): negative. On (B)(6) 2022 @ 1324 (after frozen at -20 and thawed). Sample ID (B)(6): s gene (32.2) orf1ab (34.9); sample ID (B)(6): s gene (29.5) orf1ab (31.6); sample ID (B)(6): orf1ab (34.9). Based on the positive results that were above 32 cts or only 1 target, it is likely those samples ((B)(6)) are near the limit of detection for the simplexa assay. The competitor assay vary in sensitivity and it is not known if they are comparable. Abbot is an antigen rapid test, not a pcr test. The genefinder targets different gene (orf1ab, n gene) vs the simplexa (s gene, orf1ab). According to the customer, different swabs were sent for other pcr testing and sequencing a resulted negative. The customer's device and samples were not provided for investigation. Investigation is ongoing for the source of the false positives. Batch record review showed the critical component, reaction mix mol4151 lot# x14451n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x14450n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on other platforms (abbot antigen rt, genefinder, sequencing). Although the positive results were reported to a clinician, the customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.